Event description:
In 2009, patient is calling back to follow up with the e-4 (occlusion) concern that he has been experiencing. The issue began with his primary infusion device the previous month. Patient reports, he received his new back up infusion device today. He states, he set the infusion device up on his own. Patient reports that the day prior, he put the adapter, new insulin cartridge, new infusion tubing and infusion site in. He states, he was able to prime the infusion device and put the device in the run mode. Patient reports, he was awakened by the e-4 (occlusion) alert. He states he disconnected from his infusion site and attempted to run a prime. Patient reports, he primed less than 3 units of insulin when the infusion device occluded and displayed the occlusion alert. Advised the patient to remove the infusion tubing and attempt to prime the insulin cartridge. The patient reconnected to his infusion site and is back in the run mode. On the date of call back for f/u, he stated that he just had another e4 occlusion during normal basal delivery. Had him switch to a new infusion tubing and new infusion site. He inserted the new site 2 inches from previous site. He was able to prime the infusion tubing successfully. He then took 2.5 units to fill the cannula and corrected his elevated blood glucose. He stated that his current blood glucose is 269 mg/dl. The prime and bolus went through successfully and the pump did not display an e4 occlusion. Advised patient on priming. The customer reprimed and the insulin began to flow at a very quick rate. Five days later, patient called back regarding the status of his occlusions and high blood. Patient stated, he met with his trainer. Patient reported he changed to an alternate infusion tubing with a shorter length and changed his insulin cartridge and headset and everything seems to be okay. Requested return of the infusion product that occluded during use for evaluation.